Event description:
Information received by medtronic indicated that the customer reported physical damage on the insulin pump along with a crack on the pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the insulin pump and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, two cracks in the case on the battery tube side--one vertical and the other horizontal located about where the bottom of the battery compartment is located. The pump was received without a battery cap. After battery installation, the pump displayed a recurring "insert battery" error message on the screen. This is due to the loose connection between the battery cap contact and the battery sleeve caused by the cracks in the battery tube threads and the case. The case was cut open and the battery compartment was pushed back into place without taking off the motor end cap. The pump was then able to boot up normally and pass the displacement test. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--back of the lcd screen. In summary, the customer¿s report of a crack in the case was confirmed during testing. The recurring insert battery error messages are due to the loose connection between the battery cap and the battery sleeve. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.